Event description:
It was reported patient underwent an initial hip arthroplasty in 2009. Subsequently, patient underwent a revision procedure on (B)(6) 2015 due to unknown reasons.

Manufacturer narrative:
The product identification necessary to review manufacturing history was not provided. Current information is insufficient to permit a conclusion as to the cause of the event. The following sections could not be completed with the limited information provided. Product identification/expiration date - unknown. Date implanted - unknown. PMA/510(k) number. Manufacture date ¿ unknown.